Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter of a separated primary interlink buretrol set. The wrapping of the tubing is not available, and the nurse informed her staff to save the wrapping if that occurs again. No patient injury or medical intervention associated with this event. No other information is available. Patient injury or medical intervention associated with this event. No other information is available.